Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the proximal rod assembly spike part of the pptd instrument was damaged at the time of driving and remained inside the femur. It was found on the x-ray after the operation. When checking for damage before cleaning the instrument, it was discovered that there was no spike part.